Event description:
While treating a pt with the model 3100a, the operator noticed a hissing sound coming from the pneumatics compartment. The 3100a was functioning properly, but the pt was placed on another 3100a without compromise.